Manufacturer narrative:
H6: investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the bd eclipse¿ needle with slip tip hub configuration separated from the syringe during an intramuscular injection of "haldol decanoas". This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter, translated from french to english: "our problem occurs when injecting haldol decanoas (oily product): the needle comes loose from the syringe. It is likely that this happens because the needle is not held in place when the plunger of the syringe is pressed." "This problem frequently occurs when performing an intramuscular (im) injection and even more so if the product is oily and/or viscous. Overpressure causes the needle and syringe to dissociate. And for having practiced this type of injection it happens with any im. So I don't think this is related to bd dms in particular." "Another factor promoting dissociation is the use of luer slip syringes rather than luer lock."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd eclipse¿ needle with slip tip hub configuration separated from the syringe during an intramuscular injection of "haldol decanoas". This complaint was created to capture the 3rd of 4 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "our problem occurs when injecting haldol decanoas (oily product): the needle comes loose from the syringe. It is likely that this happens because the needle is not held in place when the plunger of the syringe is pressed." "This problem frequently occurs when performing an intramuscular (im) injection and even more so if the product is oily and/or viscous. Overpressure causes the needle and syringe to dissociate. And for having practiced this type of injection it happens with any im. So I don't think this is related to bd dms in particular." "Another factor promoting dissociation is the use of luer slip syringes rather than luer lock."